Event description:
On december 22, 2009, lifescan (lfs) medical surveillance received a letter from FDA (B) (4) with a copy of voluntary report (B) (4). Roche diagnostics apparently notified the FDA directly of a customer complaint allegedly involving a lfs one touch meter as follows: a customer called roche diagnostics and reported that in 2009, he experienced a hypoglycemic event. He states that his one touch blood glucose meter gave a reading of 445 mg/dl at 7:30 pm. Based on his sliding scale, he took 15 units of novolog. At an unspecified time afterward, the pt passed out. A friend found him and took consecutive blood glucose readings of 29, 28, and 29 mg/dl. He was provided treatment from a glucagon pen and spoonful of sugar. Paramedics were called and, upon arrival, took a reading of 30 mg/dl. No further treatment was provided and the pt recovered. The paramedics left once the pt's readings exceeded 50 mg/dl. No additional info was provided regarding this incident. The one touch blood glucose monitor mentioned in this event is not manufactured by roche diagnostics. The lfs medical surveillance specialist (mss) was unable to obtain additional pt's contact info regarding this alleged incident. Based on the info documented by roche diagnostics above, this complaint is reported because the pt alleged that he took novolog insulin based on a reading of 445 mg/dl on a lfs meter. After taking insulin, the pt allegedly lost consciousness and was treated with a glucagon injection and oral sugar.

Manufacturer narrative:
This report references FDA voluntary report (B) (4) received 12/22/09. The referenced meter serial number was not provided. The pt's identity could not be ascertained. The product is not expected to be returned to lifescan.